Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent with no other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There were numerous kinks throughout the hypotube of the device. Majority of the stent was damaged with bent, flared and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04452. It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a 2.0 x 20mm unspecified catheter balloon. A 5.00mm x 12mm liberté¿ stent was selected to treat the lesion but was unable to cross the lesion and the distal part of the stent was bent. The device was removed from the patient and was exchanged with another 5.00mm x 12mm liberté¿ stent but the exchanged device was also unable to cross the lesion and the stent was damaged. The patient became extremely nervous and all the measurements were dropped. The procedure was stopped. No patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID# 2134265-2014-04452. It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a 2.0 x 20mm unspecified catheter balloon. A 5.00mm x 12mm liberté stent was selected to treat the lesion but was unable to cross the lesion and the distal part of the stent was bent. The device was removed from the patient and was exchanged with another 5.00mm x 12mm liberté stent but the exchanged device was also unable to cross the lesion and the stent was damaged. The patient became extremely nervous and all the measurements were dropped. The procedure was stopped. No patient complications were reported and the patient's status was stable.